Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high shock impedances out of range. No additional adverse patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed the allegation of high shock impedances out of range, based on the observation of calcification on proximal shock coil. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. Suture. Analysis concluded that the clinical observations of high shock impedances out of range were likely caused by the calcification deposits.